Event description:
It was reported that the patient's vns showed high impedance (>10000 ohms) approximately 1.5 months after generator replacement. The patient has been scheduled for exploratory surgery and possible lead replacement. Per the physician, it was confirmed during surgery that the lead connector pin was fully inserted in the generator header. X-rays were performed and the physician did not identify any visible lead breaks, sharp angles in the lead, or incomplete pin insertion. There were no suspected lead impedance issues prior to the generator replacement. The x-rays references have not been reviewed by the manufacturer to date. No known surgical intervention has occurred to date. No additional relevant information has been received to date.